Manufacturer narrative:
(B)(4). The customer¿s report of an overinfusion of morphine was not confirmed. Review of the pcu event log showed the pump module was programmed on (B)(6) 2016 at 2:24 pm to infuse morphine high dose 250mg/250ml at 2ml/hr with a vtbi of 250ml. Between 2:29 pm and 2:32 pm, the infusion was paused several times and the user opened the door and checked the flo stop and restarted the infusion. At 2:32 pm, the device was channeled off and the system was shut down and powered off. The volume recorded as being infused during this period was 0.151ml. The starting volume of the fluid container cannot be determined through the device logs. The root cause of the reported event was not identified. The affected pump modules and administration set were not returned for investigation. Devices not received, log review only.

Event description:
The customer reported that morphine was programmed to infuse at 2mg per hr. After 2 minutes the nurse noticed the morphine was infusing rapidly and the infusion was stopped; it was determined that the patient received 120mg of morphine. Based on the patient's underlying condition and having been previously placed on comfort care no treatment was given to counter the effects of the morphine . The patient expired later that evening. Received a copy of the customer's med watch report from the FDA which states "the patient was admitted to the hospital for treatment of severe sepsis in the setting of aspiration, multiple falls and severe end stage dementia. Case discussed with dpoa and per patient's wishes she was placed on comfort care. Morphine drip initiated for comfort. Two nurses hung the IV and double checked the pump settings with the medication order times two and began the infusion. One nurse remained in the room to chart. Approximately 2 minutes later the nurse heard the patient gasp and saw that the IV was infusing rapidly. It was determined that the patient received 120mg of morphine. The infusion was stopped. The patient died later that night."

Manufacturer narrative:
The customer¿s report of an overinfusion of morphine was not confirmed. Review of the pcu event log showed the pump module was programmed on (B)(6) 2016 at 2:24 pm to infuse morphine high dose 250mg/250ml at 2ml/hr with a vtbi of 250ml. At 2:29 pm the log indicates that the running infusion was interrupted by a ¿flo-stop open¿ alarm closely followed by a ¿door closed¿ event; the same thing occurred again during the next second. One second later, the log recorded both a ¿door opened¿ alarm and a ¿door closed¿ event suggesting that the latch was opened and closed rapidly, and then the unit was paused and restarted twice. At 2:32 the log recorded another ¿door opened¿ alarm followed by a ¿door closed¿ event 3 seconds later. The device was channeled off at 2:32 pm causing the system to power down. The volume recorded as having infused since the infusion began was 0.151ml. At 2:38 pm, the system was powered on, but was powered off a few seconds later. At 2:39 pm, the system was again powered on. The user selected the source pump module and programmed morphine high dose 250mg/250ml to infuse at 2ml/hr with a vtbi of 250ml. At 3:07 pm, the device was paused. At 4:26 pm, the device was channeled off and the system was shutdown and powered off. The volume recorded as being infused during this period was 0.537ml. The starting volume of the fluid container cannot be determined through the device logs. The root cause of the reported event was not identified. The affected pump modules and administration set were not returned for investigation.